Event description:
It was reported that this pacemaker device exhibited atrial undersensing during atrial flutter (af) with rapid ventricular response (rvr). Additionally, there was a stored pacemaker mediated tachycardia (pmt) episode, and it was atrial driven rhythm. Lead measurements were within the normal range. The healthcare professional (hcp) stated that no patient symptoms were reported. Upon review of the presenting, the device was operating as programmed. This device remains in service. No additional adverse patient effects were reported.